Event description:
This male patient with a history of diabetes was admitted for elective coronary evaluation. The patient was currently taking aspirin and plavix. Angiography revealed a de-novo, eccentric, bifurcated, calcified, tortuous, type c lesion in the proximal circumflex artery (lcx). The lesion length was 25mm and vessel diameter was 2.5mm. An additional lesion was noted in the proximal left anterior descending artery (lad). Heparin (10,000 units) was administered. The proximal lcx was predilated with a 3.0 x 15mm hiryu balloon inflated to 12atm for 30 seconds. A 2.5 x 28mm cypher stent was deployed to 20 atms for 40 seconds. Post-dilatation was not conducted. Ivus was conducted. The residual % of stenosis was 0%. There was untreated lesion at the distal end of the implanted cypher, but it was not treated because the lesion was less than 50% stenosed. Timi flow before and after the procedure was 3. Act was not measured. A staged procedure was planned to treat the lesion in the proximal lad. Two days later, the patient underwent part two of the staged procedure. A 2.5 x 28m was implanted in the proximal left anterior descending (lad). No additional details were provided. Later that night, the patient complained of chest pain. Re-angiography was conducted and a total occlusion with thrombus was observed within the 2.5 x28mm cypher stent in the proximal lcx; however, because his condition was stable, heparin was administered by continuous infusion and he was monitored. Two days later (four days post implant), the patient was brought back to the cath lab for treatment. Balloon angioplasty was conducted and then a bms (micro driver) was implanted at distal end of the cypher with overlap. Inflation time and pressure were unknown. The patient was stable at the end of the procedure.

Manufacturer narrative:
Physician's comment: the probable cause of this thrombotic was because there was possibility that plaque rupture occurred at the distal end of the implanted 1st cypher. The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. In-stent thrombosis is a known potential outcome of coronary stenting and is multi-factorial in etiology. Subsequent stent blockage may require repeat dilation of the stented area. Well-known predictors associated with a higher rate of thrombotic events (acute, sub-acute) following stent implantation include pharmacological factor such as dosage and duration of anticoagulation and antiplatelet therapy; angiographic factors such as long lesions, multiple stents, calcified lesions and small vessels; patient-related factors such as acute presentation, smoking and congestive heart failure; and procedural factors such as inadequate post-procedure lumen dimensions, dissection, thrombus, and tissue prolapse. In conclusion, there is no evidence to suggest that this event is related to a manufacturing issue or device defect. In this case, the patient has a history of diabetes. The lesion was a long (25mm), complex (eccentric, bifurcated, calcified, tortuous, type c) stenosis in a small caliber vessel (2.5mm). The cypher stent was deployed to 20 atms, which is well above the rated burst pressure and nominal expansion pressure of the device (16 and 11, respectively). Additionally, there was disease to the stented area that was left untreated. All of these factors, in concert, increased the patient's risk for a major cardiac adverse event. There are patient vessel/lesion, and procedural factors that may have contributed to this reported thrombotic event. This cypher product is not distributed in the us; however, it is similar to us distributed cypher product.